Manufacturer narrative:
Updated sections: b4, e1, g3, g6, h2, h10.

Event description:
N/a.

Manufacturer narrative:
Updated sections: b4, d9, g3, g6, h2, h3, h6 , h10. A getinge field service engineer (fse) evaluated the iabp unit and to fix the issue, the fse replaced the assy, top level display, new coiled cord and the labels. Unit passed all functional and safety test per factory specifications.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre use check discovered by the customer the cardiosave intra-aortic balloon pump (iabp) screen goes off. There was no patient involved.